Event description:
Patient presented to the physician with the ipg moving and protruding in the pocket causing pain. Physician brought the patient into the or, resized the pocket, re-sutured the ipg, and closed.